Event description:
Pt had a skin abscess under sensor that was also malfunctioning. Patient had tolerated sensor previously. Patient had additional sensor that was malfunctioning and was instructed to remove this. Patient has since been using sensors without issues. Reference report #: mw5154141.